Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025 at around 03:30am, the patient woke up because he felt low and when he checked his tandem tslim pump he noticed that it did not pair. The patient stated that there was an invalid pairing code but the patient stated that the pairing was successful and he was getting readings before he went to bed. He stated that his pump showed a red circle with a wine glass. The patient did a fingerstick and it was 33 mg/dl. He felt confused but was still conscious. The patient's spouse called emergency medical services (ems). The spouse gave the patient glucagon nasal spray and had him drink a bottle of juice before the ems arrived. Ems arrived and they checked his fingerstick and it was 44 mg/dl. Ems gave him glucose gel and a sandwich to increase his blood glucose. Prior to leaving, ems checked another fingerstick and it was 80 mg/dl. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.